Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "when they should use the catheter on a CT scan it was leaking. Patient have the catheter for chemo. Now they should use it for CT scan and when flushing it was leaking. When they pulled it out they saw 2 holes in it. Patient needed a new PICC. No impact on the operator, the nurse used protection, it was saline that was running." It was stated the device is chemo contaminated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 5 cm and 6 cm depth markers and between the 6 cm and 7 cm depth markers. Both catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "when they should use the catheter on a CT scan it was leaking. Patient have the catheter for chemo. Now they should use it for CT scan and when flushing it was leaking. When they pulled it out they saw 2 holes in it. Patient needed a new PICC. No impact on the operator, the nurse used protection, it was saline that was running." It was stated the device is chemo contaminated.